Event description:
Device malfunction: none. Symptoms/ae: visual field disturbance. Time of ae: after the procedure. It was reported that immediately post a left internal carotid artery (lica) stenting procedure, the patient reported a black spot in their left visual field. One day post-procedure, the patient was discharged to home with instructions to follow-up with ophthalmologist. A retinal angiogram was performed confirming a cholesterol emboli. The patient was continued on plavix with almost complete resolution of the visual field event. There was no additional information provided.

Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. An embolic neurological deficit is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.